Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green image. There was no patient harm associated with the event. The device was evaluated, and it was found that there was an image problem. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to an image problem due to defectiveness of both the cable and the charged coupled device, there was an additional finding of moisture ingress in the main body, causing irreversible damage to the charged coupled device sensor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional event information was requested from the customer. No response was received after multiple attempts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During testing, the reported image discoloration was confirmed. When the device was disassembled and inspected, the video cable was found to be defective. Within the cable, the charge coupled device and the close control unit plug are the degraded components causing the failure. Olympus will continue to monitor field performance for this device.